Event description:
The patient contacted lifescan alleging that their one touch ultra meter display was not working correctly. On thursday at noon, the patient obtained a result of 219 on the reported meter, while feeling weak. Following use of the meter, the patient took oral diabetes medication. A medical professional performed a blood cholesterol test. The customer care representative confirmed that the meter display had missing segments. The patient felt weak, which may have been a symptom of hyperglycemia and obtained an elevated meter result. Patient took appropriate action in taking their diabetes medication. There is no indication that the patient received diabetes treatment from their medical professional. The complaint is classified as a product malfunction, due to the missing segments in the meter display. The meter and test strips were replaced.